Event description:
It was reported that the patient was presented remotely via merlin.net. The right ventricular lead exhibited post paced t-wave oversensing. The device was reprogrammed and the patient would continue to be monitored.